Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, high, out of range, high voltage lead impedance issue and inadequate capture threshold values were observed on the rv lead. Since (B)(6) 2017 impedance was rising. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.